Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one btt short ports black inflation valve dislodged and balloon deflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).